Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one PICC catheter for analysis. No definite signs-of-use were observed on the catheter body; however, the catheter body was intentionally severed directly above the 15cm marking. The severed portion was not returned for analysis. Visual analysis revealed that the catheter body contained a hole approximately 1cm from the juncture hub. The appearance of the catheter body at the damage appeared slightly bulged, which indicates that over-pressurization likely caused or contributed to this event. The hole in the catheter measured 7mm from the juncture hub. The catheter body from the juncture hub to the point where the catheter body was cut measured 10.375", which indicates that 5.375"-5.625" of the catheter body was cut and not returned for analysis (per the catheter graphic). The catheter body outer measured .055", which is within the specification limits of .054"-.057" per the catheter extrusion graphic. A lab inventory syringe filled with water was used to inject the distal extension line of the catheter. Water was observed leaking out of the distal end as well as the hole in the catheter body. Performed per IFU statement , "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)". Manufacturing was contacted as part of this complaint investigation. They indicated that "during manufacturing process, there are l & f tests in addition to 100% visual inspections by various filters and the final by qc sampling. The catheter was manufactured with 7 months apart from each other". Therefore , manufacturing could not have contributed to the observed damage. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "the arrow pressure injectable PICC is indicated for short or long term peripheral access to the central venous system for intravenous therapy, blood sampling, infusion, and power injection of contrast media. The maximum pressure of power injector equipment used with the pressure injectable PICC may not exceed 300 psi". The IFU also states, "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen". The report of a ruptured catheter body was confirmed through complaint investigation. Visual and functional analysis revealed a hole in the catheter body directly adjacent to the juncture hub. The appearance of the catheter body at the hole appears consistent with damage due to over-pressurization. Despite this, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos and one video for evaluation. Visual inspection of the photos and video confirmed the catheter body was ruptured distal to the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not exceed 5 injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement." The complaint was confirmed by the three returned customer photos and video. They revealed a rupture in the catheter body distal to the juncture hub. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.